Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial hcg + b result was 0.378 iu/l. This result was reported outside of the laboratory where the doctor did not believe the result. A new sample was obtained and the result was 1210 iu/l. This sample was repeated and the result was 1199 iu/l. The original sample was repeated and the result was 1047 iu/l. The customer stated that both of these samples were repeated again on (B)(6) 2017 where the results were both approximately 1000 iu/l. The actual results were not provided. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 240444. The expiration date was provided as 09/30/2017. Level 2 quality control (qc) results from (B)(6) 2017 were almost on the target value. A review of the alarm trace showed abnormal sample aspiration, sample short and abnormal sample pipette movement alarms. The field service engineer (fse) visited the customer site where the sample pipetter was replaced. A precision check performed on (B)(6) 2017 showed very good results. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the data available, the most likely root causes are related to a defect in the sample pipetter and/or poor sample quality (clots or fibrin present). A general reagent issue can be excluded.